Event description:
It was reported that during a laparoscopic oophorectomy procedure, the device would not fire on the first firing. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4): firing mechanism. Evaluation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire through a locked reload in a previous firings. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process.